Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Enduser alleges that sam300p unit has device service required message; non fsca unit; installed pad pak has 10-2020 expiry date.

Event description:
There was no patient involved. Enduser alleges that sam300p unit has device service required message; non fsca unit; installed pad pak has 10-2020 expiration date.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 12th january 2012. During the investigation the device was immediately powering off with a ¿warning, device service required¿ and a flashing red status led, this would confirm the reported fault. Information from the technical log indicated the device was failing self-tests due to a shock key stuck error. The fault was traced back to corrosion on track 8 (shock key) of the membrane tail. The fault could not be replicated with a known good membrane fitted. This would confirm a failure of the original membrane due to corrosion on the membrane tail. The corrosion on the membrane tail and the minus temperatures recorded in the history log would indicate the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.